Event description:
It was reported that this lead was explanted due to infection. Device will not be return to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field e1: initial reporter phone and initial reporter fax.

Event description:
It was reported that this lead was explanted due to infection. Device will not be return to boston scientific. No additional adverse patient effects were reported.